Event description:
Manual tip is clogging during mid application. Coseal also was not adhering to grafts. They apply coseal to the graft and 3 hours later the graft is bleeding. The graft did not have any coseal on the graft and some particles of coseal are free floating in the body. They then take measures to stop the bleeding with a combination of floseal, thrombin gel foam, platelets, fresh frozen plasma, and sutures. The surgery was successful.